Manufacturer narrative:
Device has not been returned; therefore product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported by a non-medical professional that a patient underwent an instrumented fusion at l4-s1 with an interbody fusion at l5-s1 for high grade spondylolisthesis at the l5-s1 level. Approximately 2 years and 3 months post-op, a revision surgery was performed for a fractured pedicle screw and the loosening of another screw. No patient complications reported.